Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 478 mg/dl. The customer stated that she had recently replaced the sensor and that the belt clip was damaged. She inquired about the sensor and transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.